Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the faulty printed circuit board could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
An olympus demo evis exera iii video system center was returned to the olympus service center. There was no reported customer allegation against the device. Upon inspection and testing of the returned device, it was observed that the image was freezing. This report is being submitted for the event found during evaluation. There was no patient involvement.

Manufacturer narrative:
During the inspection of the returned asset device, a faulty printed circuit board was found, which had caused the image to freeze with 190 model series scopes. Additionally, the receptacle was found to be loose, the spacer has damage and the foot was deformed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.